Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The nurse reported via phone call of high blood glucose readings and hospitalization. The nurse stated that the patient was admitted to the hospital for diabetic ketoacidosis. The nurse stated that she is unsure of how to check the settings. The nurse stated that she will call back in order to troubleshoot the hospitalization information.